Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that a patient presented with a non-sustained vt alert via merlin.net transmission showing ventricular lead noise. Noise was not reproducible with isometrics or pocket manipulations. The lead was explanted and replaced. The patient was fine post-procedure.